Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
It was reported that during use the ventilator had a "bower temperature too high" alarm. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The manufacturer¿s international service technician inspected the device and could not duplicate the reported issue. However, the service technician found the error code 'blower temperature high' in the ventilator diagnostic report. The manufacturer¿s international service technician replaced the blower to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 09oct2020; b4: 12oct2020. A blower motor assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.